Event description:
It was reported that after a routine office visit this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis. At this time, there is no evidence to suggest that intervention has been performed. This device remains in service. No adverse patient effects were reported. Additional information was received that indicated this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that after a routine office visit this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis. At this time, there is no evidence to suggest that intervention has been performed. This device remains in service. No adverse patient effects were reported. Additional information was received that indicated this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that after a routine office visit this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis. At this time, there is no evidence to suggest that intervention has been performed. This device remains in service. No adverse patient effects were reported.